Manufacturer narrative:
The insulin pump was received with a flashing white lcd due to a cracked lcd controller. The unit was unable to perform the displacement test due to the display anomaly. The following physical damage was noted: minor scratches on the lcd window, scratched casing, pillowing keypad overlay, damaged keypad overlay texture, and a peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump had many scratches and a worn display. The insulin pump was returned for analysis.